Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported a fresenius dry acid mixer with a visibly burned and charred fill valve that also smoked. The issue was found while the biomed was servicing the machine for not filling in dissolution mode and a report of a burning smell from the machine. Upon follow up, the biomed confirmed that the fill valve on the mixer was visibly burned and charred, and was smoking. The biomed reported that the damaged fill valve caused a short in the control panel. The biomed confirmed that the control panel did not have any visible damage to it. The biomed confirmed he replaced the fill valve and the control panel to resolve the issue and return the machine to service. It was confirmed that the damaged parts were discarded and no photographs of the damaged components were available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.